Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a "low flow' alarm and power consumption outside the normal operating range on the date of the reported event. Pathology exam confirmed the presence of thrombus compressed between the impeller and lower housing and around central post; this would increase the power requirements resulting in the reported increase in power. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. The most likely root cause of the high power consumption is attributed to thrombus formation/ingestion within the device. An internal investigation has been initiated by the manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Intra-operatively, the pump was implanted and turned on. Soon afterwards, the vad developed elevated power consumption and flow estimations. This was followed by a return to near baseline parameters within 30 minutes. Of note, the patient is reported to have required double the usual amount of heparin (50,000 units as opposed to the usual 25,000 units) during bypass. The site is questioning whether this patient might have a coagulopathy. Prior to returning to the intensive care unit (ICU), one of the nurses in the operating room (or) changed the patient from his primary to his secondary controller in order to remove the driveline extension cable. There was no allegation of controller malfunction related to this. The patient's chest was wired closed and he was then transferred to the ICU. Approximately two hours after this transfer, the vad power consumption and estimated flows again increased. In addition the patient's left ventricular pressure was elevated and he was noted to have an enlarged ventricle despite increasing the vad speed. Of note, the patient had not received any post-operative heparin at this point. The patient's temperature was noted to be elevated when they returned to the or for a pump exchange. The exchange was reported to have been essentially uneventful. The explanted pump was inspected and revealed a large visible close inside the pump. The patient was again returned to the ICU with stable vad parameters. Investigation is ongoing.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.